Event description:
During surgery, the vitrectomy instrument suddenly began to regurgitate air into the vitreous cavity through the cutting port. This occurred when the cutter was engaged and suction applied with the foot switch.